Manufacturer narrative:
Information contained in this report was previously submitted through psr on 22/apr/2019. A review of the device history record has been completed. No deviations or non-conformances noted. Fi results: according to the information gathered during the investigation, there is enough evidence to support that devices from work order 3272811 were assembled in accordance with allergan medical procedures and specifications. The reported device was intact at the time of production and met the required specifications. Device evaluation: visual analysis of the returned device identified: bubbles in gel, deformation and was observed after autoclave cycle: air voids between shell and gel. A weight test of the explanted material was verified and it was within specification. Based on the device analysis the final assessment is: the event reported by the physician can not confirm since the device was received in a towel and just the lid was received. Device was not implanted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported "packaging had been crushed and packaging was opened." Device was not implanted. Surgery was completed with a back-up device.